Event description:
Healthcare professional reported left side "rupture" diagnosed by CT scan. Healthcare professional later reported capsule was hard and patient did not experience pain. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
E1. Facility name continued: (B)(6). Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported "rupture" diagnosed by CT scan. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture" diagnosed by CT scan. This record is for the left side. Device remains implanted.